Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a power plate fault. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The problem with this pca was a defective and metal oxide semiconductor field effect transistor (mosfet) gate (B)(4)that caused a front end (fe) failure. The and gate was replaced with a known good one and the device passed all test related to it.